Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 04-jul-2024, reported that patient faced infusion set blockage at site. Infusion set has not been used for 48 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.